Event description:
It was reported that patient experienced pain and discomfort at the ipg site. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted. The issue was resolved.